Event description:
A report was received that the patient was experiencing mild incisional pain. The patient was treated with medication and the event is currently recovering/resolving. It was reported that the pain was procedure related.

Manufacturer narrative:
Additional information was received that the location of pain was at the ipg site. The event was resolved/recovered.

Event description:
A report was received that the patient was experiencing mild incisional pain. The patient was treated with medication and the event is currently recovering/resolving. It was reported that the pain was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.